Event description:
The customer reported to olympus, a e224 scope communication error was displayed when using the camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, a e224 scope communication error was displayed when using the camera head. There were no reports of patient harm associated with this event.